Manufacturer narrative:
(B) (4). The device has been returned to the manufacturer for analysis. A follow-up report will be sent when the analysis is complete.

Event description:
It was reported that the patient was experiencing "eroding through the skin" and possible infection. This pump replaced a previous pump which was also "breaking down" the patient's skin. (Please refer to manufacturer's report #: 3004209178-2010-02409). The catheter was also explanted; the device system was not replaced. The pump contained lioresal. The patient recovered without sequela.